Event description:
Pt has a history of heart disease including triple bypass surgery. Pt went to the medical center for a stress test. First an angiogram was taken then on to the treadmill. Pt's health not being that good they reached their physical limit on the treadmill in a very short time. Pt requested the treadmill be stopped but was told to go another minute. Pt believes it was a long minute. Immediately after stepping off the treadmill they sustained a heart attack that required emergency angioplasty surgery. Two points stand out: the angiogram should have pointed out heart problems prior to pt's going on the treadmill and the treadmill operator should have stopped the treadmill when they asked it to be stopped. Either move could have prevented putting pt in a life threatening position. Pt is thankful to god to be still alive. But this type of procedure must be controlled somehow. Treadmills can be a great asset but at the same time misuse can result in injury or death. Pt asks if treadmills sold on the open market contain a safety warning.